Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to a back up pump for insulin therapy. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.